Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's sore is healed and no other medical intervention was required. The device remains implanted. This is the final report.

Event description:
The patient reportedly experienced a pressure sore due to his headpiece. The patient was prescribed ointment (synalar c) to treat his pressure sores. The patient is currently doing well.